Event description:
Information was received from a patient regarding an implanted pump system for non-malignant pain. The pump was used to deliver an unknown drug, dilaudid (hydromorphone) and clonidine. Dose and concentration information was not reported. It was reported that, right after the patient received their handset, the patient noticed that their pump time was incorrect, but the time on the handset was correct. The patient attempted to correct the pump time with their doctor, but the reporter did not know if they fixed it or not. Additional information was received from the patient who reported that after checking with his doctor that filled his pump, adjustments were made, and everything was fine, but now the part that communicated with the pump was slow and it wouldn¿t connect with the pump at times it took several minutes to get a bolus. The ¿counter¿ loses contact when trying to use. The patient also included that per the doctor, the pump time was ¿not off time¿. Additional information was received from the patient who reported that everything has doubled when attempting a bolus and goes through 3 different times to talk to the pump. The patient reported it would just spin until it delivers a bolus and hangs at 91% for over a minute. The patient reported it takes 6-7 minutes to get a bolus. Patient services reviewed best practices with the patient and advised to turn on the communicator second and not first as the patient is doing when first powering up. The troubleshooting steps that were taken on the call resolved the issue. The patient reported that while connecting, the percentage will lag around 91 percent during troubleshooting. However, they were able to connect to the pump.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software; section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.